Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty patient board. However, the specific cause of the faulty patient board was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information on the device evaluation (see updated sections h6 and h10). The allegation of no image on the evis exera iii video system center that was reported by the customer was found to be due to a printed circuit board failure and a bad auto-iris component. An additional issue with the remote monitor 2 input pin having damage due to excess force on the real panel connectors was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. An additional issue with the connector socket being loose was identified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera iii video system center presented no image when being used with the 180 series scopes. There were no reports of patient harm associated with this event.